Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration on a laparoscopic partial gastrectomy, the handle blacked out. A new device was used to complete the procedure. Pl 10i-medtronic¿s initial evaluation of the incident device found that there was an observed crack on the handle housing by the upper screw.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of loose motor screws that has no relationship to the reported condition was detected. This condition has a potential for patient harm. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Visual inspection noted the screen was abnormal. The reported issue of the display turning off could not be confirmed. An unreported condition of the battery in a state of permanent failure was identified. The analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of a damaged transistor and ir shield that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. The investigation detected an unreported condition of improper cleaning/preparation that has no relationship to the reported condition. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes. The product analysis noted evidence that the device was not used as intended. The root cause of the observed damage was misuse of the product. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Additionally, the evaluation detected an unreported condition of the oled screen having a burnt in section on the display that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the display showing the same image on the display for a prolonged period. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration on a laparoscopic partial gastrectomy, the handle blacked out. A new device was used to complete the procedure.